Event description:
A report received from the USA stated that the device had a damaged neuro tip. It is unknown if the device was being used during surgery. It is unknown if patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device was not received by depuy synthes for evaluation. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).